Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 130-140mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored in the kitchen cabinet and were first opened (B)(6) 2015. Customer performed back to back blood test, 114mg/dl and 120mg/dl fasting. Reviewed meter memory: 122mg/dl, (B)(6) 2015 01:21:20 am, fasting: no. 245mg/dl, (B)(6) 2015 01:16:20 am, fasting: no. 159mg/dl, (B)(6) 2015 12:08:20 am, fasting: no. 157mg/dl, (B)(6) 2015 11:58:20 pm, fasting: no. 177mg/dl, (B)(6) 2015 11:57:20 pm, fasting: no. Customer states that when comparing truetrack meter to another device (name of other device was not disclosed) the result with the truetrack meter is 50mg/dl points higher.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 130-140 mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored in the kitchen cabinet and were first opened (B)(6) 2015. Customer performed back to back blood test, 114 mg/dl and 120 mg/dl fasting. Reviewed meter memory:1:122 mg/dl, (B)(6) 2015, 01:21:20 am, fasting:no; 2:245 mg/dl, (B)(6) 2015, 01:16:20 ma, fasting:no; 3:159 mg/dl, (B)(6) 2015, 12:08:20 am, fasting: no; 4:157 mg/dl, (B)(6) 215, 11:58:20 pm, fasting: no; 5:177 mg/dl, (B)(6) 2015, 11:57:20 pm, fasting: no; customer stats that when comparing truetrack meter to another device (name of other device was not disclosed) the result with the truetrack meter is 50 mg/dl points higher.

Manufacturer narrative:
(B)(4). Product not yet returned.